Event description:
Reference number (B)(4) event occurred in denmark. It was reported that the patient experienced high blood glucose event for more than 4 hours and had ketones symptoms which was treated with bolus through pump on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: denmark . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.